Event description:
It was reported that during the pre-use check, the customer noticed no elbow connector was attached to the product. There was no patient injury reported.

Manufacturer narrative:
One device was received for evaluation in relation to the reported event. Visual inspection of the device was able to confirm the reported event. The elbow connector was found to be missing. Root cause was unable to be determined due to the nature of the reported event. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.